Event description:
Pt had surgery 4/26/94 for corneal transplant. Physician noted foreign body in eye on 4/27/94. Consult called with another physician to examine pt. Confirmed metal shaving in eye. Pt returned to surgery 4/28/94 for removal of foreign body. Device secured in risk mgmt dept.